Manufacturer narrative:
Block h6: device code a0401 captures the reportable event of stent shaft break.

Event description:
It was reported that a cotour vl stent was to be used in a ureteroscopy with laser lithoripsy procedure, and, during preparation when the suture was removed for insertion, the stent broke into two pieces along the shaft. The procedure was completed with another stent and there were no patient complications reported.

Event description:
It was reported that a cotour vl stent was to be used in a ureteroscopy with laser lithoripsy procedure, and, during preparation when the suture was removed for insertion, the stent broke into two pieces along the shaft. The procedure was completed with another stent and there were no patient complications reported.

Manufacturer narrative:
Block h6: device code a0401 captures the reportable event of stent shaft break. Upon receipt at our quality assurance laboratory, this contour vl ureteral underwent a thorough analysis. Visual inspection of the device revealed that the stent bladder coil was detached. The pouch and the detached parts were returned. The suture and the positioner were not returned for analysis. A review of the device history record (DHR) indicated that the device met all material, assembly, and product specifications at the time of release to distribution. Based on the information available and analysis results, the reported allegation of stent shaft break could not be confirmed. It is possible to conclude that this issue could be caused by operational factors. The retrieval line may be removed before placement at the physician's discretion. If the retrieval line gets entangled in the bladder and was removed using excess force, the stent could get detached/separated during the preparation, affecting the performance of the device. A conclusion code of adverse event related to procedure was assigned to this investigation. Correction to block d4: (root parent) unique identifier (UDI) #.